Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a hardware error code patient experienced on (B)(6) 2014. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).